Manufacturer narrative:
Other text: evaluation results: one medfusion pump was returned for investigation in used condition. The pump did not have any physical damage. The customer reported product problem was not observed in the event history log. The customer reported product problem was replicated during testing however. The product problem occurred because a cap had broken off from the interconnect board. The cap was tapped to it. This issue was caused by the customer/user. This was identified as the root cause. The interconnect board was replaced to correct the problem. The following components were also replaced: damaged plunger cable, cracked left plunger case, and ripped plunger tube seal. The pump subsequently passed all the functional tests following these repairs.

Event description:
It was reported that the pump had a bad interconnect board. No patient injury or complications were reported in relation to this event.